Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿lack of operator training¿. It was unknown whether the device had met specifications. Based on patient code 2645 the product does not appear to have been used. However, the product is intended to be used for treatment purpose but it is unknown whether the product had a relationship with the reported event. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review is not required because labeling could not have prevented the reported failure. The device was not returned.

Event description:
It was reported that the burst packets were missing from two of the magic3 go male intermittent catheters. It was noted that the patient had been using the product for more than 90 days.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the burst packets were missing from two of the magic3 go male intermittent catheters. It was noted that the patient had been using the product for more than 90 days.